Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. Customer reported bruise, hematoma and blood at site. The insulin pump will not be returned for analysis.